Event description:
It was reported that after inserting the faradrive sheath into the left atrium, the dilator was removed, and no visible air was seen. After the farawave catheter was inserted, and the catheter was advanced, air bubbles was seen in the sheath. When aspiration was performed at that point, air was drawn in the syringe, and the device was replaced. The procedure was completed using different faradrive sheath. No patient complications occurred. The product was received and investigation is still in progress. It was further informed that no fluid leak nor air in sheath was seen. Air bubbles occurred during the time of farawave insertion when it was inserted into the thigh. Versacross connect had been inside the sheath prior to, and/or at the time, the air was observed. Irrigation rate was 30 ml/h.

Event description:
It was reported that after inserting the faradrive sheath into the left atrium, the dilator was removed, and no visible air was seen. After the farawave catheter was inserted, and the catheter was advanced, air bubbles was seen in the sheath. When aspiration was performed at that point, air was drawn in the syringe, and the device was replaced. The procedure was completed using different faradrive sheath. No patient complications occurred. The product was received for analysis. It was further informed that no fluid leak nor air in sheath was seen. Air bubbles occurred during the time of farawave insertion when it was inserted into the thigh. Versacross connect had been inside the sheath prior to, and/or at the time, the air was observed. Irrigation rate was 30ml/h.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. Visual inspection of the faradrive sheath revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. The sheath passed all leak testing and microscopy did not reveal any damage to the valves. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. No problem was detected, the sheath passed all leak testing and microscopy did not reveal any damage to the valves.